Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ red particles on device inner surface are observed. ¿ white particles calcification-like were observed on the shell.

Event description:
Healthcare professional reported right side "deflated implant." Device was explanted.

Event description:
Healthcare professional reported right side "deflated implant." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/nov/2023.

Event description:
Healthcare professional reported right side "deflated implant." Device was explanted.